Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
As reported by the study, this female was enrolled in the study in 2007. The vessel treated was a safian bifurcation ia lesion and the patient was randomized to the provisional t stenting arm of the study. Pci was performed on a lesion with 95% stenosis in the lad (main branch, mb). The lesion was pre-dilated with a 2.5x20mm balloon at 18 atm before a 2.5x18mm cypher select stent was deployed at 18 atm. Post-dilatation was done with a 3.0x15mm balloon at 18 atm and kissing balloon with the same balloon at 12 atm. Final stenosis was 0%. Timi iii flow was recorded pre and post-procedure, respectively. In the side branch (sb), the lesion with 90% stenosis in the 2nd diagonal was ballooned by kissing balloon with a 2.0x20mm balloon. Final stenosis was 0%. Timi iii flow was recorded pre and post-procedure, respectively. There was a side branch occlusion in the 3rd diagonal branch. Ivus was not performed. One day after the procedure, cardiac enzymes were abnormal. Ck was 316 iu/l (normal value 0-172) and ck-mb 44 iu/l (normal values 0-25).